Event description:
Same case as MFR. Report#: 2134265-2008-02937. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic and severely calcified lesion was located in the severely tortuous distal right coronary artery (rca). Vascular access was gained through the femoral artery. The quantum maverick monorail 2.5mm x 20mm balloon catheter was advanced across the lesion for pre-dilatation. The balloon was inflated to 12atms, but lesion dilatation was unsuccessful. The physician then inflated the balloon to 18atms and it ruptured, on the second inflation. The balloon catheter was removed intact from the pt and exchanged for a quantum maverick monorail 3.0 mm x 12mm balloon catheter, but it also ruptured at 10atm, on the first inflation. The procedure was completed successfully with a different device. There were no pt injuries or complications. The patient's status was reported as "no problem."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.